Manufacturer narrative:
Biomedical eval by hosp stated pinch valve solenoid coil retaining clip was missing from the valve shaft. This was inaccurate. If the pinch valve solenoid clip was missing, the device would not cycle at all. The failure investigation revealed the clip was in place. The investigation further found one corner of the device cracked due to impact, e.g., being dropped. In addition, the purge valve shaft was bent due to impact.

Event description:
The dept of biomedical engineering reported that, during high frequency ventilation on a neonatal pt, the therapist picked up the pt box and noted that the box stopped cycling. The therapist moved the box around and noted that the box would cycle and then stop. The therapist replaced the box with another and the cycling resumed without add'l failures.